Event description:
According to the field there was no trauma but the user could not use the device because persistent pain started upon wearing the audio processor. In addition, the user felt dizzy (vertigo) with the device when applying pressure on the ear muscle. With pressure on the cranial ear muscle also electrical feeling and loud whistling noise could be triggered. The user was explanted on (B)(6) 2021.

Manufacturer narrative:
Conclusions: according to the information received from the field, the device was explanted due to persistent pain when wearing the external device and vertigo, electrical feeling and noise with pressure over the implant. In addition, the recipient felt tinnitus with the device. The reported symptoms are known side-effects of otologic surgery. Also, vertigo has been experienced after explantation as well, pointing to possible medical factors contributing to the event. Device investigation did not reveal any device defect or damage, which would explain the reported symptoms. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user no longer had hearing sensation with the device following a trauma. The user was explanted on (B)(6) 2021.